Event description:
The customer states that erratic results for various assays are being generated by the architect c8000 analyzer and that one patient sample generated an architect c8000 magnesium assay result of 5.0 meq/l. The sample tested at 2.0 meq/l on another analyzer in the lab. No suspect results were reported from the lab. There is no impact to patient management reported. A service call was initiated.

Manufacturer narrative:
Clinical chemisty magnesium assay. An abbott technical support specialist (tss) visited the customer site and bleached the ict module when he noticed and adjusted the cable to the ict module that was not seated all the way. Quarterly maintenance was performed on the instrument. The tss calibrated the sample probe without any errors generated. Since the alignment of the sample probe was not centered over the cuvette, the sample probe was replaced. The results of the precision testing were within acceptable ranges. The tss also inspected the dispense components on the sample and r1 systems including the probes, tubing, syringe, and syringe tubing. An abbott field service representative (fsr) also visited the customer site and replaced the reagent probe, and realigned the reagent probe tubing. The reagent probe was aligned to the cuvette. The calibrations, controls, and precision testing passed within specifications. Based on the available information, no product deficiency was determined. After the replacement of the reagent probe, the instrument was running within specifications. A review of the complaint history for architect csystem over the period of time of late 2007 through 2009 was performed. The review did not find any other complaints related to this issue. The architect system operations manual ((june, 2007), the clinical chemistry integrated chip technology sodium potassium chloride (ict na+, k+ cl-) reagent package insert (30-4253/r7), and the clinical chemistry magnesium reagent package insert, provide sufficient information to address the customer's issue. A malfunction of the system was identified and after the component replacements, the instrument has been performing as intended. This is a final report.

Manufacturer narrative:
(B)(4). Date received by manufacturer: revised from (B)(6) 2009 to (B)(6) 2009 to reflect actual aware date of additional patient information.